Manufacturer narrative:
Pump received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly during bolus. Customer reported that the act, up and down arrow buttons were not responding. Customer reported of having to use a pencil with eraser to press buttons. Customer reported that insulin pump is in the bathroom when taking a shower, but not in the shower with customer. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.